Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump that presented alarm failure 38 was confirmed and duplicated by baxter service personnel. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump that presented alarm f-38 was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be a damaged left force-sensing resistor. The left force-sensing resistor was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a flo-gard infusion pump that presented alarm failure f-38. It is unknown when, or in which care area, this event occurred. The facility representative stated that there was no information regarding patient involvement; however, patient injury or medical intervention were not reported to have occurred. No additional information is available. This is a case report received on (B)(6) 2012, by baxter (B)(4) technician. It was reported that on (B)(6) 2012 a pump with code (B)(4); serial number (B)(4) presented the alarm f_38. Process step was not indicated in the report, no medical injury or adverse event reported. Additional information is not expected. Sample available for evaluation. This report was received by local complaint coordinator on (B)(6) 2012.